Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous and severely calcified left coronary artery. A 2.25x12mm promus element stent was advanced but was unable to cross the lesion. It was then noted that the stent was deformed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged on the distal side with struts distorted, stretched and lifted proximally from the stent profile. Less damage noted on the proximal side however the stent moved proximally over the balloon and on the outer. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous and severely calcified left coronary artery. A 2.25x12mm promus element ¿ stent was advanced but was unable to cross the lesion. It was then noted that the stent was deformed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.